Manufacturer narrative:
Field event of ¿failure to capture¿ was not confirmed.the device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Additionally, visual inspection found no anomaly on the header related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the pacemaker was failed to capture. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.